Event description:
A physician reported that following an intraocular lens (iol) implant procedure, iol was found cloudy after surgery and the lens still remained in the patient's eye. Additional information was received stating that there were no notable diseases in the systemic findings, and no diseases were related to the iol issue. Upon observing the iol surface, some cloudiness was noted, appearing patchy. However, it did not affect vision. This finding was limited to the surface of the iol, and the doctor considered that some kind of change in the iol and ssng had occurred.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.